Event description:
It was reported that a device was implanted in the patient¿s chest to help with right arm pain, and the implantable neurostimulator (ins) was dead. It was noted that they tried anything to get it to ¿revive.¿ it was reported that a manufacturer representative had been working with the patient for a couple of months but nothing worked so the patient met with the doctor and manufacturer representative. It was reported that the patient needed to make a decision to remove or replace the equipment. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3987a, lot # n174771, implanted: (B)(6) 2009, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3987a, lot # n174771, implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3987a, lot # n175237, implanted: (B)(6) 2009, product type lead. (B)(4).